Event description:
It was reported that the stent delivery system (sds) was removed from the anatomy after successful stent deployment. An attempt was then made to load a dilatation catheter onto the guide wire, and resistance was encountered. The tip of the tetra sds was found on the guide wire. It was noted that the tip was on the portion of the guide wire that was outside the body when the tip separated. No pt injury was reported.